Event description:
Device malfunction: clip mislocation at distal end of device tubeset. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician in training in the use of the starclose device attempted arteriotomy closure after a diagnostic procedure. Reportedly, all four clicks were made and the angle of the tract was maintained. The trigger button was depressed and the clip fired. The device was removed smoothly, but it was noticed that the clip remained in the distal end of the tubeset and the artery was not closed. No add'l info available.

Manufacturer narrative:
During processing of this complaint attempts were made to obtain complete event, pt and device info. The device is expected to be returned for eval. It has not yet been received.